Manufacturer narrative:
Additional information received indicates that the incident occurred during a tumor resection procedure. There was an unspecified delay in surgery with no adverse consequences to the patient. They then had to set up the second cusa unit which worked and had the proper amount of suction.

Manufacturer narrative:
Cusa clarity console (c7000) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The issue reported by the customer could not be determined. However, the unit was sent to the facility's biomedical engineer (biomed) and the biomed could not replicate the lack of suction. Therefore, this device may be considered a 'no fault found' as it met specification during the internal evaluation. From integra's perspective, based on the reported failure of "hardly any suction", the complaint may have been a result of a defective vacuum assembly. However, without testing device it is not possible to verify. Should the device be returned for analysis the complaint will be reopened and an investigation will be completed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that there was hardly any suction on the cusa clarity console (c7000). It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.